Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker developed an infection 3 days after implantation. Subsequently, the entire system was explanted and replaced with a competitor's system. No additional adverse patient effects were reported. According to regulations, this pacemaker will not be returned. A good faith effort has been submitted to the field to obtain the model and serial number for this device.